Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. H6 component code: g07002 device not returned. The following information was requested, but unavailable: - was the surgery time prolonged? If yes, were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ how long (in minutes) did the surgery prolong? ¿ what tissue was being sutured when the event occurred? ¿ was additional dissection required in other organs/tissues other than the target tissue? ¿ was there any change in the patient¿s post operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo evaluation: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a closed aluminum package with product code vcp353, two of the visible needles have detached suture, severely distorted from their original curvature. The needle was noted with marks that appears to be by surgical instrument. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Related medwatch reports: 2210968-2023-10136.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2023 and suture was used for tissue suturing. During the suturing process, the problem of pulling off suture needle happened , so a new suture was replaced to continue suturing. The patient's condition was still good during the surgery, and the postoperative observation showed good wound healing, which delayed the patient's suturing time. No adverse patient consequences were reported. Additional information was requested.